Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported flames. The pump was returned to the biomedical engineering department with an unsigned note that stated, "caught on fire and smoking." No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reports of any adverse pt events while the pump was in clinical use. Though requested, no additional information was provided.